Event description:
The customer reported two cyclesure biological indicators were processed in the sterrad 100s. After 24 hours of incubation, one b.I. Was positive and the other negative. The customer did not recall all items from the load. The customer stated that there were no injuries reported related to the unrecalled item.